Event description:
The customer reported 2 false negative results while using the alinity m high risk (hr) hpv assay. Sample ID (sid) (B)(6) was first tested on (B)(6) 2024 with the alinity m high risk (hr) hpv assay, and the result was "not detected". A visual amplification curve inspection showed the presence of a rising signal for the hpv16 target. The sample was retested on (B)(6)2024 and the result was again "not detected". A visual amplification curve inspection showed the presence of a rising signal for the hpv16 target. The sample was retested on (B)(6) 2024 with a result "hpv 16" detected. Sid (B)(6) was tested on (B)(6) 2024 and the result was "other a" detected. A visual amplification curve inspection showed the presence of "other b" signal that exhibited non-sigmoidal behavior. The sample was retested on (B)(6) 2024 with a result of "not detected". A visual amplification curve inspection showed the presence of "other a" and "other b". The sample was retested on (B)(6) 2024 with a result of "other a" detected. A visual curve inspection showed the presence of "other b" signal that exhibited non-sigmoidal behavior. Each test was performed on a sample that was freshly aliquoted from the same master sample. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The amplification curves for the discrepant samples were normal and were interpreted according to the software's criteria. The amplification curves for the cellular control were sigmoidal and exhibited normal amplification which suggest that the pcr reaction was successful and efficient. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 394235 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. All sample types tested generated correct results (negative samples/controls were not detected, and positive samples/controls generated expected calls). A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 394235. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 394235 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 394235 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 394235. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 394235 was not identified.